Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that bard 4fr groshong PICC had stylet portion of the PICC come off of the internal guidance wire after PICC line was placed. Internal wire was removed. Staff nurse noticed a portion of the internal wire was in PICC line. Line trimmed at desired length and inserter was able to identify that the stylet was what was left. No additional information or impact. Inserter noticed the issue before trimming the PICC, portion was removed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the stylet is confirmed and was determined to be use-related. One t-lock extension set with a 3cg stylet was returned for evaluation. An initial visual observation showed use residues throughout the returned stylet and t-lock extension set. The distal end of the stylet with the polyimide tubing was observed to be broken off the proximal end of the stylet. The core wire could be seen coming out of the distal break site from the polyimide tubing. A microscopic observation revealed the proximal break of the core wire appeared long and tapered at the break site. The distal break site of the core wire appeared rounded and tapered. The break in the polyimide tubing had a small piece of the polyimide tubing hanging onto the rest of the tubing by a small piece of the tubing. The fracture surface of the break site of the tubing appeared granular. No excessive bends could be seen along the polyimide tubing. No excessive bends could be seen along the stylet. Because of the features observed along the core wire of the stylet, the complaint of a break in the stylet is confirmed and was determined to be caused by tensile failure, or excessive pulling force on the stylet. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that bard 4fr groshong PICC had stylet portion of the PICC come off of the internal guidance wire after PICC line was placed. Internal wire was removed. Staff nurse noticed a portion of the internal wire was in PICC line. Line trimmed at desired length and inserter was able to identify that the stylet was what was left. No additional information or impact. Inserter noticed the issue before trimming the PICC, portion was removed.